Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient had completed her treatment and upon opening the cassette door, fluid came out of the housing. The source of the leak was not identified by the patient. Patient did not receive any antibiotics and has had no ill effects. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month prior to the date of the even. Batch records for the lots identified were reviewed and confirmed there were no deviation or nonconformance during the manufacturing process.